Event description:
During laparoscopic coagulation through use of the monopolar accessory jack and footswitch, energy delivery output from the electrosurgical unit (esu) discontinued although audible and visible indicator remained on. Depression of the footswitch pedal appeared to activate energy delivery. However none was present. Equipment failure caused conversion from a laparoscopic procedure to an open operation.